Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and microscope inspection of the device found that the spring tip was bent. The total length of the guidewire was measured and found to be 130.0 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This means that the guidewire was returned complete for analysis. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that device separation and removal difficulty occurred. A rotawire drive was selected for use. During product preparation, outside the body, it was noted that there was separation at the tip part of the rota burr. A resistance was felt during removal. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that device separation and removal difficulty occurred. A rotawire drive was selected for use. During product preparation, outside the body, it was noted that there was separation at the tip part of the rota burr. A resistance was felt during removal. The procedure was completed with another of the same device. No patient complications reported.